Event description:
I was implanted with mentor breast implants in (B)(6) 2014. My health has declined since then. Brain fog, hypothyroid, hashimotos, joint aches in hands, anxiety, depression, racing heart, sweats, hair loss. FDA safety report ID # (B)(4).